Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire proximal contact was detached separated likely to handling during use. However, the main coil junction was intact and the coil was attached to the delivery wire. The main coil was found to be within specifications. During functional testing the coil was advanced through the introducer sheath and demonstration microcatheter without difficulties. The proximal contact is not a contiguous part that forms the delivery wire, but is a subcomponent located at the proximal end of the delivery wire that works in conjunction with the detachment system, and it remains outside the patient at all times during the procedure. The manufacturer has review all information available as well as device findings and has determined that this event does not meet the requirements of a reportable event.

Event description:
It was reported that during the procedure, the coil detached from the delivery wire. The coil was removed without clinical consequences to the patient. Not additional information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, the coil detached from the delivery wire. The coil was removed without clinical consequences to the patient. Not additional information is available.